Event description:
It was reported that the device exhibited an alert due to an autocapture anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that programming the autocapture off successfully resolved the anomaly. The device remains implanted.